Manufacturer narrative:
On 06/18/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received without gel. Brown foreign material was observed within device and on shell surface. Upon receipt the device was severely rented. No other anomalies were observed. The complaint was confirmed since a rupture was found on the device. The product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel breast prosthesis, catalog and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor gel breast prostheses that both deflated after implantation. Bilateral rupture was diagnosed by an MRI scan. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 225cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.